Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. It is not known how the patient manages his diabetes or what action the patient took at the time of the alleged issue. At an unspecified time after the alleged issue begun, the reporter stated the patient felt symptoms of weak and shaky. The reporter did not specify any treatment received. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca could not verify when the batteries were last replaced. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.